Manufacturer narrative:
Manufacturer's investigation conclusion: the product was returned from the customer and an evaluation was requested. The returned 14v battery clip (lot # 6488094) was tested together with laboratory test equipment. The system operated solely on each test battery/battery clip with a routine power cable disconnect alarm. No functional issue was identified. It was noted there were piece of the o-ring within the connector. The damaged o-ring did not affect any functions of the 14v battery clip no further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Related manufacturer reference number: 2916596-2020-01235; 2916596-2020-01236; 2916596-2020-01237. It was reported that 4 battery clips have been sent in for analysis for unknown reason.